Event description:
It was reported that the stenoscope system would not fluoro prior to a case. The system was removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.